Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during an unspecified step of peritoneal dialysis therapy. The patient was connected. Troubleshooting determine the cause of the alarm was due to the patient starting therapy prior to connecting to the patient line of the cassette and then connecting to the patient line. The patient cleared the alarms by cycling power on the home choice. The technical service representative reviewed proper procedures with the patient. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, troubleshooting determined the patient initiated therapy prior to connecting to the patient line, then connected to the line. This is a known cause of the alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.